Event description:
The customer reported elevated ventricular lead impedance (1270 ohm) and relatively high ventricular threshold (2v/0.35ms and 1.75v/1ms). Such observations might suggest a lead or a connection issue.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.